Manufacturer narrative:
(B)(4). Date sent: 7/27/2020. D4: batch # t5ej88. Device analysis: the analysis results found that the cdh29p device arrived with the anvil missing. The breakaway washer was not present, the device was fully loaded with staples, and the green check mark was not displayed upon battery insertion, indicating that the device had not been fired. A new washer was placed on the device and it was tested for functionality with a test anvil. The device fired properly, cutting the test media and the breakaway washer without incident. The staple line was complete and met the staple form and release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Additional information was requested and the following was obtained: did the device staple? No. Was the staple line complete? No. Were there any staples missing from the staple line? No. What was the shape of the staples (b-formation, irregular, legs straight)? Not sure. Were the staples deployed into the tissue? No, stapler did not fire. Were the staples seen in the surgical field? No. Did the device cut? No. Was the cut line fully circumferential around the target tissue? No. If the device fully cut, were both tissue donuts present? Device did not fire. If the device fully cut, were both donuts complete? Device did not fire. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a colon resection, the device wasn't closing down or grabbing tissue when doctor pressed button. He opened up a new one to complete case. There were no patient complications reported.